Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding a reload the set (rts) 201 alarm that occurred during the priming stage. The hp stated that he had only replaced the cassette but continued to use the same bags. There have been no other issues with therapy and there was no other patient injury or medical intervention reported. On (B)(6) 2012, product surveillance contacted the registered nurse (rn). The rn was notified that the hp reused the solution bags and performed therapy. The rn stated the hp has been performing therapy without any issues. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a use error, reuse of supplies was confirmed. The home patient (hp) stated that they had only replaced the cassette but continued to use the same bags. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.